Event description:
On 3/18/96 the pt underwent a ventricular peritoneal shunt for obstructive hydrocephalus with compensation. Pt returned on 11/11/96 for a revision vp shunt. The pt presented to neurosurgeon's office on 11/14/96 with symptoms of a non-functioning shunt and was immediately scheduled for surgery. The failed shunt was replaced. Note: reporting dept. (Risk management dept) was notified of the event on 1/10/97.